Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of an right atrial (ra) lead and a right ventricular (rv) lead the patient experienced pericardial pain, difficulty breathing, pleural effusion, pericardial effusion and a perforation. The patient symptoms improved moderately on day one check and medication was administered. The patient was further hospitalised. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.